Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument could not verify the customer reported event. An in-house mcs tip was installed on the instrument with no issues. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Additional observation(s) not reported by site: the instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 8.84mm x 15.58mm in size. Components adjacent to this broken chassis do not show damage. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that the monopolar curved scissors instrument tip was broken. There were no reports of patient involvement or injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information and the reporter confirmed no further details related to the reported event are known or available.